Event description:
During a lap sigmoid colon procedure, the staple line tore during the introduction of a circular stapler. The staples did not close correctly. A new resection and new anastamosis were required. There was no patient consequence.